Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead weld to the patient connector. The reported condition was verified. The cause of the event was determined to be due to an incomplete seal that occurred during the welding process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice automated pd set with cassette was damaged; further described as " broke by the connectors." This was noticed before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.